Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-air - corrected brand name: base unit, servo-air d4 ¿ version or model #: - previous version or model #: servo-air - corrected version or model #: 6882000. The unit was investigated on-site, and the inspiratory flowmeter was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the failed internal leakage test. The inspiratory flowmeter was returned for further investigation. The replaced inspiratory flowmeter was placed in a reference ventilator for simulated use testing. During simulated use testing, the device passed the puc. After passing, the device underwent ventilation for three days without generating any alarms or errors. After ventilation, several pucs were conducted, and all of them passed. The reported issue could not be reproduced. Our conclusion is that the device failed to meet its specifications and that the inspiratory flowmeter is the cause of the issue. However, since the reported issue could not be reproduced, no definite root cause can be established at this moment. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).